Manufacturer narrative:
(B)(4). Sent: 11/22/2019. Date of event is unknown. Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: is the white tissue pad completely missing from the clamp arm of the device? Yes, the white pads fell off completely on both device and were retrieved from the patient without further incident.

Event description:
It was reported that during a herniorraphy procedure, while the doctor was using the device the pads fell off of two devices during use. An additional device was used to complete the procedure. There were no patient consequences reported.